Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen 500mcg/ml. It was reported that the patient had a pump refill on (B)(6) 2025 after the pump had reached a low reservoir and, at the time of this report, was alarming even after the update. The reporter confirmed that the pump logs showed a motor stall and recovery prior to the refill, likely due to magnetic resonance imaging (MRI). Technical services reviewed information around concurrent alarms and advised the reporter on how to silence the current alarm. Troubleshooting steps taken with technical services resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the alarm after the second update cleared. The magnetic resonance imaging (MRI) was done in the beginning of (B)(6) 2025 (official date was unknown). It was reported that the issue had been resolved.